Event description:
The physician attempted to deliver an integrity rapid exchange stent to the circumflex artery which was reported to be extremely tortuous with significant calcium and 90-95% stenosed. The lesion had been per - dilated multiple times with 90% stenosis remaining. Resistance was noted during the attempted delivery and during the withdrawal of the device the stent dislodged in the lad. The physician crushed the stent against the vessel wall. No other clinical sequelae reported. Device evaluation the stent was not returned with the delivery system. Crimp impressions were evident along the balloon.

Manufacturer narrative:
Evaluation results: failure to follow instructions - force used, most likely contributed to stent dislodgement, inherent risk of procedure -s tent dislodgement, patient's condition affected effectiveness of device-90% stenosis, extremely tortuous and significant calcification. Evaluation conclusion: device failure/lack of effectiveness related to patient condition-90% stenosis, extremely tortuous and significant calcification. (B)(4).